Manufacturer narrative:
(B)(4). Upon return, the base module board on the clinician programmer was found to have a high current drain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the 8840 shuts off when interrogating a pump and it also turned the pump off. It was unknown when the issue started and it did not look like the 8840 had been dropped. New batteries were tried and no patient harm was reported. It was unknown what drug the pump was being used to deliver. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.